Manufacturer narrative:
Philips service replaced the scc1 and pcu, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the scc controller and pcu experienced intermittent failure during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.